Event description:
After ziehm repair, tracker are not set properly need to check or redo the calibration. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).